Manufacturer narrative:
Further troubleshooting confirmed that the customer attempted to resolve the reported malfunction by swapping in a new battery; however, the led remained on. This suggested the reported malfunction may be related to the alarm board or alarm display board. The customer confirmed they would perform additional troubleshooting and provide the details to technical support. Multiple follow up emails were sent to the customer asking for updates with no response received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Customer stated that the device showed a constant low battery while being used on a patient. There was no patient harm reported.